Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The fluoro function board was replaced. The system is operating as intended.

Event description:
The customer reported that the camera will not hold its position. No pt injury was reported.